Event description:
It was reported that the patient¿s blood glucose level rose to 370 mg/dl (20.6 mmol/l) for an undisclosed time wearing the pod. The reporter stated the adhesive separated from the pod site, resulting in the cannula dislodging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.